Manufacturer narrative:
(B)(4). The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A user facility reported that a blood leak occurred during a patient's hemodialysis (hd) treatment. Two pinhole sized leaks were identified on the venous line of the bloodline. The patient's estimated blood loss (ebl) was noted as being approximately 200ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient discontinued treatment, set-up with a new bloodline, and then continued with the hd therapy. The patient therapy was successfully completed with no further issues being reported. No machine alarms were generated prior to or after the pinhole sized blood leaks were identified in the venous line. No malfunction against the 2008k hd machine was alleged, identified, or observed prior to, during, or following the completion of the patient's treatment. A request was made to the user facility for the return of the bloodline to the manufacturer for physical evaluation, however, to date, the complaint device has not been received for analysis.